Manufacturer narrative:
The customer comment of the handpiece tip was broken off was confirmed through visual inspection. It was found during evaluation that the device angle nut was missing. Based on manufacturer risk documentation and trending the angle nut may be broken off due to overtorquing. The device was scrapped at the manufacturer.

Event description:
It was reported that the 25khz straight tip broke at the angle nut when it was being removed to prepare for sterile processing. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the 25khz straight tip broke at the angle nut when it was being removed to prepare for sterile processing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The tip was discarded by the user facility. The handpiece has been received, and a quality investigation is in progress. A follow up report will be filed when the investigation is complete.